Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, when the unit is turned on it works for a few moments and then shuts down. If you plug the ac adapter in, the unit stays on. The dealer says he put another battery in and it did the same thing. MDR filed.